Event description:
The customer reported receiving no delivery alarms. The customer stated that she had fallen down the stairs and her insulin pump may have bumped. Troubleshooting was performed. The customer stated that the insulin pump was rattling. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test as a result of a motor encoder signal being out of phase. However, the device passed the prime, basic occlusion, and no delivery alarm test.